Event description:
On (B)(6) 2006, the pt underwent treatment for an abdominal aortic aneurysm, and was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure, however, evidence of a type ii endoleak was present. At the pt's one year f/u computed tomography (CT) scan, a type ii endoleak persisted with no evidence of aneurysm enlargement. Approx a year ago, the pt's visit with his cardiologist revealed there was aneurysm enlargement, and that the lumbars had thrombosed. In (B)(6) 2009, the exact date being unk, another (CT) san revealed further aneurysm growth. The etiology is not known. At this time there was no evidence of any type I or type ii endoleak. On (B)(6) 2009, the pt elected to have an open conversion and explantation of the grafts scheduled. On (B)(6) 2009, the pt underwent a resection of the abdominal aortic aneurysm, ligation of the bilateral common and internal iliac artery aneurysm, and explant of the endovascular devices. A dacron bifurcated graft was inserted as an aortoiliac graft system. An unspecified endoleak was present, and originated from the inferior mesenteric artery. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs. Add'l devices related to this event are as follows: (B)(4).